Event description:
It was reported, "locking mechanism screw came off during case. Cannot be found - in trash? In patient? End-user is unsure if retrieved." Informed contact that if locking screw fell out it should have remained external to patient. It was also reported, "no injury to patient".

Manufacturer narrative:
Corrected data: the original complaint reported that the device catalog number was 60-6085-201. Lot number 1209241 a vcare, medium. The device returned to conmed corporation was catalog number 60-6085-200, lot number 1207201 a vcare small. Numerous communications with the end-user facility remain unanswered attempting to verify if the returned device was the actual device from this incident. Due to no communication responses from the end-user facility, the returned device was treated as the suspect device. The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) vcare ii device was returned for evaluation. The original complaint from the end-user facility read as follows, "locking mechanism screw came off during case. Cannot be found - in trash? -in patient? End-user is unsure if retrieved." This was originally reported to FDA for the reasoning that, although highly unlikely due to the location of the locking screw on the device, there was a rare possibility that if the patient displayed an anatomy with an unusually long vaginal canal, the screw, if detached, could have been internal when detached from the device and resulted in an unretrieved device fragment. The set screw on the locking mechanism of the returned device was attached, as well as all the other components on the device (device intact without any detached components). The set screw was able to securely hold the locking mechanism on the manipulator tube without slippage. The screw was then completely removed and examined under a microscope. No defects were found. Therefore, this complaint was not confirmed. The intrauterine balloon was inflated with 10cc of air and there was no leakage. There is no functional check for the assembled screw / collar. The cause of this complaint is unknown. A potential cause is the set screw was unscrewed too far and detached from the lock collar. This type of failure is mitigated in IFU 14398(b), which states, "visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (intrauterine balloon, 2. Cervical cup, 3. Vaginal cup, 4. Locking assembly and 5. Thumbscrew) have been retrieved from the patient." Also, "the cervical/vaginal cup locking mechanism must be locked at al times when using vcare for uterine manipulation. If lock inadvertently becomes open, secure it immediately before proceeding." This device was being utilized for a tlh, total laparoscopic hysterectomy, procedure during treatment of the patient. It was determined that the device did not fail to meet specifications. The cause of this complaint is unknown and this device has no direct relationship to this reported incident for the screw on the locking mechanism is not missing as reported. No product defect was found during examination. It was determined that the device did not fail to meet specifications. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is being reported to the FDA due to the possibility of an unretrieved device fragment. The locking screw became detached from the device and could not be located by the end-user facility. The locking screw normally would be external to the patient's vaginal canal; however, it is a rare possibility that due to an unusually anatomically long vaginal canal, the screw may have been internal when it became detached. There is no report of any patient injury associated with this incident. The device return is anticipated; however, not received to date.. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Return anticipated, not yet received.